Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. There were no patient consequences.